Event description:
The device was used during a thorax procedure. Reportedly, the approximating lever broke and bleeding occurred. The surgeon performed a laparotomy and a blood transfusion to complete the procedre. The hosp has reported the pt's condition is satisfactory.